Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, guidewire, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in unused condition. The locator and hemostasis sheath were inspected and no damage or issues were identified. The device was returned, but no damage or issue was identified. The hemostasis sheath has a monofold feature at the distal tip. The feature appears to have been misinterpreted as a device defect. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effect analysis (fmea). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted e3: occupation: rcis the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. There was a defect in the arteriotomy locator identified prior to removing the items from the kit. The device was not attempted to be assembled, and the device was not used in the patient. A second angio-seal device was opened for femoral hemostasis and the device performed as expected. The type of procedure was a peripheral angiography. The patient was stable and there was no blood loss. No equipment or other devices were used with the angio-seal. Additional information was received on 19nov2025: the defect was reported to be on the sheath. There was no noticeable damage to the packaging. Additional information was received on 20nov2025: the defect was at the tip. They felt it was "more than the normal" crease that they expected.